Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient has been indicated for revision due to osteolysis. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of the implant is appropriate. Osteopenia. Left total hip arthroplasty with bone erosion along the greater and lesser trochanter which could relate to metallosis and/or osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.